Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 476 mg/dl. Insulin injections were administered; however, the customer's body was not responding to them. The customer was hospitalized for diabetic ketoacidosis (dka). Insulin and intravenous drip were administered and high bg and dka were resolved. A pump system check was performed and no device issue was found. Initially, the customer's healthcare provider did not think the pump or supplies were the cause of the event; however, the customer's endocrinologist was "suspicious" of the pump and the customer reverted to using insulin injections for insulin therapy. The customer was in the process of being discharged on (B)(6) 2018.